Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic and was noted to have an increased trend in flows and powers. No speed drops were noted. The patient's lactate dehydrogenase (ldh), creatinine, and inr increased from baseline. The patient reported clear urine. The manufacturer's technical services representative reviewed the system controller log files and observed an increase in power and a higher increase in flow. The presence of thrombus was suspected. No further information was provided.

Manufacturer narrative:
Analysis of the system controller log file submitted by the user facility confirmed an increase in pump power and estimated flow; however, a specific cause could not conclusively be established through this evaluation. The submitted log file contained data from 15dec2017 through 02jan2018 and showed a slight increase in pump power and estimated flow toward the end of the log file. The pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on vad support and no further events have been reported at this time. A direct correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.